Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported a male patient with post cardiotomy cardiogenic shock was presenting for impella placement. While weaning from the cardiopulmonary bypass following tvr, mitral valve replacement, and cox-maze procedures, the patient began to experience left and right ventricular failure. The impella pump was subsequently implanted for support and fluids were given to achieve acceptable flow levels. However, at that point in time, the left ventricle ruptured. Attempts were made to repair the rupture, but the tissue was fragile and more ruptures occurred. The decision was made to withdraw care and the patient passed away.